Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the stored electrogram confirmed the presence of inappropriate therapy. Reprogramming was performed and the patient will be monitored. The patient was stable after the reprogramming.